Manufacturer narrative:
Located the bed in engineering dept. Technician found that the head section was drifting down slowly, isolated the problem to CPR linkage. Adjusted the CPR linkage to resolve this issue.

Event description:
Info received that the head section was drifting down slowly. No injury reported.